Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Complaint history review was performed using all related item numbers (00770100000, 00770100100, and 00770100200). Further action not required as two or less complaints were identified with the same item and lot combination. On (B)(6) 2020, it was reported that the left side was not meshing on previously recovered cadaver skin. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed that the calibration was out of specifications but the device produced a passing sample mesh. There was visible wear to the shoulder bolt and side plates. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number (B)(6) both produced an incomplete sample mesh and were deemed non-repairable even after replacing the collars and gears. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the spring pin, screws, bellville washers, shoulder bolts, cap nuts, side plates, and bearings. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested.. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. The zimmer skin graft mesher instruction manual (06001810592, rev a) notes on page 1 that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the left side was not meshing on previously recovered cadaver skin and did not result in any harm or delay. No adverse events were reported as a result of this malfunction.